Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. There was a small black material at the valvular region on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc on (B)(6) 2019. This report is for the right breast implant.

Manufacturer narrative:
On 4/24/2019, device evaluation and investigation have been completed. The device was received with clear gel. No foreign material was observed within the device and black material was observed on the shell surface. Mentor product analysis lab¿s visual examination observed a rupture on the anterior aspect, measuring approximately 1.5 cm. Microscopic examination of the edges of the rupture revealed parallel striation, also the valve was examination through of the microscope and a black material was observed. No other anomalies were observed. Foreign matter complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rupture occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Complaint was confirmed. At this time is not possible to determine the origin of the black material. The severity level for this complaint code was determined to be a s1, which is defined as: limited (inconvenience or temporary discomfort, transient, or complaints). Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).